Event description:
On the initial report 09/23/2024, the consumer stated that the adhesive around the pad caused irritation on the arm and leg. Consumer had a doctor's appointment for another issue and was told to use an antibiotic ointment. Before the arm started to break, the consumer used 14 bandages (2 per day for 7 days). Her arm started to itch, and she started noticing little bumps on her arm. The consumer returned the customer information request (cir) on 02/27/2025. The consumer informed that she used the product after grease splashed on her arm and leg when cooking. Consumer stated that treatment was required. Consumer went to the urgent care, and the doctor advised to get over-the-counter burn cream. Consumer stated that the issue was with the tape area. The adhesive area of the patch left an allergic reaction on her arm and leg. In addition, consumer confirmed that symptoms corrected after she stopped using the product.

Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 2/27/2025 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 03/10/2025 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. UDI notes: the expiry date is not present on the device label.